Event description:
It was reported that a patient experienced sepsis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the sepsis was not reported. Treatment for the sepsis event was not reported. The cause of death was reported to be sepsis. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing up until death, and it was unknown if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.